Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 365 mg/dl. Customer found that the luer lock was loose. Customer successfully changed out the tubing and resumed insulin delivery.